Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1700098 was manufactured on 08/02/2017 a total of 288 pieces. Lot was released on 08/11/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The reported complaint of "not opening" was confirmed based upon the sample received. One device was received. Upon functional inspection, all 5 remaining clips were able to properly load and were successfully attached to over-stressed surgical tubing. The sample was disassembled , and it was found that the lubrication on the ratchets were not applied properly. The mis-application and lack of lubrication caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking which could cause the clips to become out of position and prevent the clips from properly loading. The lubrication not being applied properly is an issue related to the manufacturing process. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the mis-application of the lubrication from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that the clip could not open properly at the jaw after being activated. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not open properly at the jaw after being activated. There was no patient harm.